Event description:
It was reported that used for infusion from march 14 to april 17. Inserted from the right elbow. When the fixation was removed to remove the PICC, it was confirmed that the catheter base had come out of the connector. The patient was informed of this on the spot, and the skin was incised to successfully remove the remaining part. Detailed safety issue: the facility claims that the product in question was defective and has determined that if the catheter continues to come loose from the connector and remain inside the body, it will be difficult to use. Additional information: technically, the puncture was made through the ulnar vein of the upper arm without any problems, and immobilization was managed without any range of motion. Patient was on medication using the PICC route for about a month, during which time he had no problems at all. Patient then switched to oral medication for 2-3 days before removal and did not use the route. Finally, the route was no longer needed, and when he removed the dressing to remove it on 4/17, it was detached from the catheter connector. He asked us to check whether the locking sleeve and catheter connector were inside or outside of the project. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter misconnection is confirmed, but the root cause could not be determined. One 4 fr s/l groshong catheter and the proximal connector for a groshong two-piece connector was returned for evaluation. An initial visual observation of the returned catheter and proximal connector revealed abundant blood residues throughout the device. The distal connector piece of the two-piece nxt connector was not returned for evaluation. A microscopic observation revealed no plastic deformation along the proximal connector arms. The proximal end of the returned groshong catheter appeared even with sharp fracture edges. The fracture surface was observed to have some striations as it would if it were cut with a bladed instrument. The distance between the proximal connector arms were measured to be within drawing specifications based on rm5003643, revision 3. Because the returned proximal connector arms were measured to be within drawing specifications, but the distal connector was not returned for evaluation, the complaint of a catheter misconnection is confirmed, but the root cause could not be determined. Known potential contributing factors include manipulation of the compression sleeve prior to catheter/connector assembly, and assembly of the connector prior to insertion of the catheter. The product IFU contains instructions for proper assembly which may help avoid this type of event. This complaint will be recorded for future trending and monitoring purposes.